Event description:
During an in clinic follow up, the device was found in back up mode. Technical support was contacted and it was suspected the device was not programmed into MRI mode prior to the patient undergoing the MRI. Technical support recommended reprogramming to resolve the event. Reprogramming was performed. The patient was stable.